Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: d9, h3. Correction to h6 "type of investigation" of the initial report to remove "10 - testing of actual/suspected device." Additional information: h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrical generator displayed an error code e006: insufficient conductivity. The issue occurring during an unknown therapeutic procedure. The procedure was completed. There were no reports of patient harm.